Manufacturer narrative:
Event summary: it was reported that the basket of a ngage nitinol stone extractor would not open or close during a renal ureteroscopy (urs) procedure. The device was tested prior to use in the uncoiled and coiled position. No attempt was made to close the basket prior to removal from the plastic tray. A pusen 9.5fr scope was used during the procedure. After the user inserted the device into the patient, the basket would no longer open or close. No laser was used during the procedure. A stone was removed with unspecified stone forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The device was returned without packaging or label to cook for investigation. Upon inspection there was a significant kink near the proximal end of the basket sheath. The device was received with the handle in open position, but the basket was closed. When the handle was actuated the basked would not open/close. A document-based investigation evaluation was performed. Nine additional complaints were identified for this lot. Although multiple complaints for multiple devices have been reported, the product specification for the ngage nitinol stone extractors was reviewed, and all extractors are verified to assure the basket opens and closes properly during manufacturing and at subsequent quality inspections. All devices from the lot that were shipped passed the multiple functional checks. There were no related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed. With no cause for the issue identified, it was concluded there was not sufficient evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded the cause for the issue had not yet been determined. The cause for the sheath damage could not be determined, but it was possible the cause for the damage was the same as the issue that created the other complaints from the lot. Investigation of devices from the lot traced the issue to the basket assembly component, which is a supplied component. A supplier corrective action request was created to address the issue. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer postal code = (B)(6). Customer phone = (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of a ngage nitinol stone extractor would not open or close during a renal ureteroscopy (urs) procedure. The device was tested prior to use in the uncoiled and coiled position. No attempt was made to close the basket prior to removal from the plastic tray. A pusen 9.5fr scope was used during the procedure. After the user inserted the device into the patient, the basket would no longer open or close. No laser was used during the procedure. A stone was removed with unspecified stone forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.